Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported five cases of delayed onset of recurrent anterior chamber bleeding following the implant of a micro-stent device. Additional information was requested.

Manufacturer narrative:
This MDR was filed in error. This was already reported in MFR report number 3006794299-2018-00277. Any additional information received will be reported in MFR report number 3006794299-2018-00277 as necessary. The manufacturer internal reference number is: (B)(4).